Manufacturer narrative:
The lead was returned for analysis. This event will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted tool marks in the trilumen insulation at 11.8 cm and 13.5 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific crm received information that the patient implanted with this implantable defibrillation lead suffered a kick to the head and chest. Subsequently, the lead was no longer pacing at 7.5v @ 2ms. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if the lead is returned, this event will be updated.